Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the firing knob was fully advanced. A sulu was loaded in the stapler. The sulu was fully fired with a fully advanced knife blade and a engaged interlock. The stapler and sulu cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during the second firing, the surgeon pushed the black knobs forward and the knife blade pushed the tissue out of the stapler. A new device was used in order to complete the case. There was no patient injury involved.